Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during an angioplasty procedure involving a lesion in the left anterior descending (lad) coronary artery, removal difficulties were encountered with the maverick2 monorail catheter. The balloon was inflated to 8 atms for 20 seconds. Upon deflation, the balloon withdrew with the guide and was not able to be removed alone. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'stable'. Additional information has been requested.